Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that robot was inspected with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
Occurred during tibial osteotomy (lateral posterior) using mako. The side of the saw blade struck the patellar tendon, severing approximately two-thirds of its width. During the anterior tibial osteotomy, soft tissue retraction was performed, but during the posterior osteotomy, attention was focused only on the tip of the saw blade, and insufficient attention was paid to the side. Partial section of the patellar tendon was repaired with an artificial ligament.